Event description:
Additional information received reported that the patient was doing well. It was noted that the patient had a lead revision and was getting good stimulation and pain relief.

Event description:
It was reported that the patient did not have any stimulation therapy on the right side, but had great stimulation on the left side. It was noted that the patient was being treated with spinal cord stimulation (scs) for bilateral leg pain. The reporter noted that this had been an issue since the lead was implanted. The reporter noted that an x-ray at the time of the lead implant was great. It was noted that the patient was having a revision on (B)(6) 2014 to address the lack of coverage on the right side. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).